Manufacturer narrative:
The prevena¿ incision management system was discarded. Based on information provided, it cannot be determined that the alleged pressure ulcer is related to prevena¿ incision management system. Kci has made multiple unsuccessful attempts to obtain additional clinical and device identification information. Device labeling, available in print and online, states: the prevena¿ incision management system should not be used to treat open or dehisced surgical wounds or on patients who have excessive amounts of exudate from the incision area which may exceed the prevena¿ 45ml canister. The prevena¿ incision management system should be used with caution in the following patients: patients with fragile skin surrounding the incision as they may experience skin or tissue damage upon removal of the prevena¿ incision dressing.

Event description:
On 04-feb-2019, the following information was reported to kci by the distributor: per a letter received by the physician on (B)(6) 2019, the patient underwent an abdominoplasty on (B)(6) 2018. A pressure ulcer allegedly developed in the lower abdomen while on prevena¿ incision management system. The patient underwent a debridement and flaminal hydro cream application. During an examination last night, an open wound was observed after debridement, subcutaneous adipose tissue is in normal condition without signs of infection. V.a.c. Therapy is needed. The prevena¿ incision management system lot number was not provided, and no product was returned; therefore, neither a device evaluation nor a device history review could not be performed.